Event description:
It was reported that during an acl surgery the surgeon pulled the tightrope and graft into the femur tunnel. The surgeon pulled 4 or 5 times on the fibertape to sit the graft inside the tunnel. Each time the graft sat where it should have. Everytime the surgeon pulled on the tails in the tibia tunnel, the button stayed on the cortex. The graft came out of the femur tunnel. The surgeon tried the procedure 4 or 5 times but failed anytime. The surgeon left the ar-1588rt-2j in place but secured the femur graft with the peek 10 x 20 screw (ar-4020p-10). There was no harm for patient, operator or third party. The surgery was finished successfully with a the same device anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.